Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: three (3) devices were received for evaluation. Unaided visual inspection was done and no defect could be identified of the reported issue on initial inspection. Functional testing was performed which revealed a leak at the spike port bonding area of all three devices. The reported condition was verified. The cause could not determined, however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. The other four (4) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available